Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment of a broken atrial trim knob, however it was noted that the device was missing a rate knob. It was also noted that the hanger assembly was contaminated, and the keypad lock key was soft and out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial trim knob. The epg has been returned for repair. No patient complications have been reported as a result of this event.